Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50s (mg/dl). The customer stated the cause of the low bg was that their basal settings need to be changed. The customer ate breakfast to address bg level. Reportedly, the customer will contact their healthcare provider to adjust pump settings.